Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of lot: t15934. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Unable to determine the root cause of the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported discrepant high tni results on triage cardiac vs. Vitros for 4 patients. This is report 3 of 4. Patient 3: patient symptoms: sob, chest pain. Patient diagnosis: not provided. Treatment: unknown, not based on triage.